Manufacturer narrative:
No product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of erosion, quality accepts the physician's observations as to the reason for medical intervention. The contract manufacturer was notified of the reported complaint. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient had vaginal mesh erosion. Mesh was excised and vaginal tissue repaired.